Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead suture sleeve wing was poking up into the skin but did not break the skin. The wing was cut off the lead and it remains in use. No further patient complications have been reported as a result of this event.